Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: a review of the pump¿s black box showed two cs 128-fb80 replace battery alarms and drastic voltage fluctuations. A visual inspection of the pump showed the pump case was cracked near the upper right corner of the display lens. Moisture observed behind the display lens and the display screen text was found to be distorted. A leak test was performed and a pump case leak was found. The pump ez-prime steps were performed correctly with no call service alarms occurring. The pump current draws were within specifications. The pump case was removed and moisture corrosion was found throughout the inside of the pump, including within the power circuit. The complaint of the power issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.